Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. The issue was identified while in use on a patient for peritoneal dialysis therapy. The patient detected the issue at home during treatment. When the issue was found, the user replaced the product and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information:one actual sample and one photograph were received for evaluation. Visual inspection with naked eye and a functional testing noted an inadequate solvent and an evidence of a chip on the dark blue female connector. It was identified that the female connector was separated from the main body. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.